Manufacturer narrative:
Additional information. The screw issue with the device might make the lid more difficult to use; however, the magnets still mitigate any risk of exposure to a moving rotor. Therefore, this event is not likely to lead to death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility: (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screws that hold together the green door of the main module of an exactamix automated compounding device were missing. The screws would not stay in place and would come out which resulted in the screws becoming lost. There was no patient involvement. No additional information is available.